Event description:
The customer reported to olympus during a therapeutic procedure, the evis exera iii bronchovideoscope experienced the image disappearing when the bending section was bent. There were no adverse event for the patient and/or user.

Manufacturer narrative:
The device was returned to olympus, and the customer¿s allegation of the entire screen becomes black and shows no images was confirmed. The defect was caused by wear and tear. Additionally, the following events were also identified and are as follows: (a.) The insertion end or distal end leaks, (b.) The bending section or insertion portion of the tube was deformed, (c.) The connecting tube had a dent, (c.) The plug unit housing was damaged, (d.) And the angle inspection direction / bending / angle knob / angle/play inspection was less than the required specified value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the distal end had some external stress, and its watertightness could not be secured. As a result, electronic component, such as imager, may have been corroded/malfunctioned. It is also likely that the internal component was pressed and the ccd-cable (charge-coupled device cable) was broken by some external stress. We also presumed that connection failed due to breakage of the ccd-cable, as a result image was unstable. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.